Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error during startup. A visual inspection of the returned control printed circuit board (pcb) showed no anomalies. When the returned control pcb was installed in the reference ventilator the reported startup error code was immediately confirmed. The problem was permanent. Electrical measurements on the control pcb showed that input signals to the watchdog was pulled every other second, i.e. The control pcb was permanently restarting/cycling. These signals originate from the main processor and typical causes are for example hardware problems with this processor integrated circuit, buffer components, flash memory components or component soldering. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected at startup through the reported technical error code and during ventilation with a related error code. Audiovisual alarms will be generated. The conclusion is that the reported problem with a communication error at startup was confirmed during the investigation. This is considered a one-off component failure although the failing component was not identified.

Event description:
Manufacturer's ref #: (B)(4).